Event description:
It was reported that removal difficulty and balloon shaft break occurred resulting in device fragment remaining in the patient. The more than 70% stenosed target lesion was located in the mildly to moderately calcified left main artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. A percutaneous coronary intervention was performed of a left main with existing stents and in-stent restenosis present. After several failed attempts to deliver multiple devices, an undersized non-compliant balloon was successfully delivered to the lesion for dilatation. Subsequently, a 2.5mm wolverine balloon was delivered to the lesion for further dilatation. After inflation, friction was encountered when attempting to remove the device. Negative pressure was applied to the balloon to reduce the device profile which did not aid in removal of the device. Further attempts to remove including sheathing of the device within a guide extension were attempted but failed. Additional traction was applied to the device at which point the balloon became detached from the device shaft. It was decided that entrapping the device to prevent embolization was the safest method to resolve issue. A new stent was placed on top of the broken wolverine to secure it in place and maintain flow to the left coronary system. The device was partially explanted, portion remains implanted, and the procedure was completed using an alternate device. No patient complications were reported.